Event description:
Patient was revised to address acetabular cup loosening and pain. **update** - medical records received (B)(4) 2013. Revision operative report indicates pain, difficulty with lifting leg, and walking; significant fluid around the hip consistent with a pseudotumor; large amount of yellowish fluid with whitish debris within the fluid; pseudocapsule had grayish appearance with some staining of metallosis, but primarily a gray and whitish-thickened pseudocapsule consistent with metal-on-metal hypersensitivity; significant metallosis and reactive tissue around the edge of the acetabulum; little bony ingrowth; and large cyst. The head was added to the complaint.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.